Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient's spouse reported that during pd treatment there was an air detected in cassette warning in drain 1 of 5. The spouse canceled the treatment and when the cassette was removed there was fluid on the pump heads and on the external part of the cassette. The patient's spouse was advised to let the pd nurse know about the event and to let the cycler sit and dry before using again. There was no reported harm during the call. Additional information was requested but no additional information was received.